Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 19-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the orders were not crossing over to station for one specific patient. A technical support specialist verified that the issue was caused by duplicate or multiple patient entries sharing the same visit identity (ID) but having different medical record number (mrn), which prevented the orders from associating with the correct patient record. The patient merge had not been completed successfully, leaving conflicting entries in the system. Because both entries shared the same visit identity (ID), the system could not determine which record the orders should follow, resulting in the reported issue. The customer was advised to ensure staff are trained that the incorrect account must be discharged first, and the patient must then be re_registered with accurate information as a new entry. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower medication orders were not crossing to the device for one specific patient. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.